Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was returned with the ok keypad button inoperable. All other keypad buttons responded properly. No evidence of moisture in the battery compartment was found. The keypad was peeling off. The keypad was removed to find the ok button contact missing. Moisture was observed on the keypad flex. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior tactile changes with moisture) issue. The reporter alleged the ok/enter button was not responding, with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.